Event description:
This MDR is being submitted as part of a retrospective review in accordance with a commitment made to the agency following the renal FDA inspection. A customer contacted baxter's technical service center requesting assistance to drain and end therapy to go to the emergency room. The technical service representative (tsr) assisted the caregiver to manually drain and end therapy. A follow up call was made to the home patient's nurse. The nurse stated that the patient had been admitted to the hospital with peritonitis but refused to provide any further information.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided as this emdr is for an unknown renal disposable product.